Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d154vwc implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2007. (B)(4). Product event summary:(B)(4): the lead was returned in segment, analyzed and no anomalies were found.

Event description:
It was reported the right ventricular (rv) lead was undersensing during non-sustained ventricular tachycardia (nvst) events. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.